Event description:
After unsuccessful attempts to treat persistent thrombus of the ivc with urokinase, treatment of the thrombus with the amplatz thrombectomy device was attempted. Without lysis of the ivc thrombus, recurrent thrombosis from the renal veins into the femoral systems bilaterally with severe venous stasis problems and probable recurrent pulmonary embolus was anticipated. The atd was advanced with a single wall technique through an 8 french sheath into the right femoral vein. The device was activated and gradually advanced up the ivc to the level of the renal veins. At this time, the pt was already complaining of chest pain and shortness of breath. Oxygen saturation decreased from 90% to 75%. The pt proceeded to respiratory arrest and appeared to be in electoral mechanical disassociation with qrs complex with bradycardia. There was no evidence of a pulse. Use of atropine and epinephrine resulted in improved rate and rhythm, but no palpable pulse could be identified. CPR was continued throughout the procedure and the pt was rapidly intubated, however, the physicians were unable to resuscitate the pt.